Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Low bg cause was not known. Co-workers assisted customer by providing glucose tablets to address low bg. As the event occurred in the past, recommendation was made to consult with a healthcare provider to discuss diabetes management.